Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that he inner insulation of the lead was distorted due to kinking/buckling. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead was returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Event description:
It was reported that ipl implant procedure was completed successfully. Approximately three days post implant, the implantable pacing lead (ipl) was found dislodged, and immediate revision procedure was scheduled. During the revision procedure, after the ipl was flushed, the tip could not be retracted and was blocked, due to tissues adhered to the lead. Subsequently, the ipl was explanted and replaced. With a different lead and pacing normally. No patient complications have been reported as a result of this event.